Manufacturer narrative:
Submit date: 2017-09-15. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during use three feeding bags leaked at junction of the bag and the tubing.

Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. One used sample was received for investigation. It was evaluated with the multidisciplinary team, during the visual evaluation it was observed that there was a detachment between the silicon tube and the valve. It¿s important to mention that the sample was received with the rest of formula in it. The product was cleaned and the detachment tubing was assembled to the valve again for trying to duplicate the failure mode. The sample was placed on the pump and water was added to the bag. The product was working for 30 minutes and no leak was observed during the test; the failure mode reported is not confirmed. Possible root could be the stretching of the peristaltic tubing before usage or incorrect placement in pump causing additional stress to the tubing and detachment. No corrective actions wi ll apply since failure mode has not been confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.